Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, the returned battery cap and test cap attached to the pump but continued to spin. One battery cap contact height was out of specification. There were multiple unexplained pump reboots observed in the black box. The pump was successfully run on 24 hour basal program with no reboots occurring. The original complaint was unable to be duplicated. There was evidence of moisture in the battery compartment. A lea test failed due to a battery compartment leak. The pump was opened and there was no damage observed to the power circuit. There was no moisture observed internally. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.